Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 49mm abdominal aortic aneurysm. It was reported a type ia endoleak was identified in the patient at a follow up approximately 2 months post implant. The patient received re-intervention the following day, with the addition of an endurant aortic extension (etcf2525c49ej) just below the renal artery. The type ia endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.